Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between october 1, 2021 and october 12, 2023, due to FDA 483 observations issued to fujifilm corporation on september 22, 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable. The repair was performed by fujifilm healthcare americas corporation (hcus), who is the initial distributor and service provider.

Manufacturer narrative:
The scope was returned to fujifilm for repair due to the cap and nozzle at the distal end being broken off. The cap is believed to have broken off after the procedure. The user facility confirmed that the scope was intact during the procedure and no malfunction occured. A supplemental report will be submitted pending investigation results.

Event description:
On december 15, 2022, fujifilm corporation was informed of an event involving en-450t5. It was reported that during a diagnostic procedure the tip of the scope scraped the patient's colon causing bleeding. The bleeding was controlled and the procedure was completed successfully. No additional treatment or surgical intervention was required to address the minor scrape. There was no death reported with the event. As such, this report is being submitted in an abundance of caution.

Manufacturer narrative:
On may 8, 2023, fujifilm corporation concluded the root cause investigation of en-450t5. The scope was returned to fujifilm with a detached distal end cap and broken air/water nozzle. However, the user facility stated that the cap was broken off after the procedure. The investigation results did not reveal any indication that the air/water supply nozzle would break inside the patient's body causing the tip to fall off, and it was concluded that the damaged air/water nozzle could not have caused the bleeding of the intestinal wall. The exact cause of the detached distal end cap and broken air/water nozzle could not be determined. It is believed that the bleeding was caused by the tip of the intact endoscope making contact with the intestinal wall which is a known complication of endoscopic procedures. However, a definitive root cause could not be determined.